Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed an opening through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. ¿ pain: unable to observe through visual inspection as it is a physiological phenomenon. ¿ seroma-late: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases, wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "capsular contracture baker grade unknown with acquired deformity". Healthcare professional later reported "recall". Healthcare professional later reported " exchange due to the patient's concern with the product and unsure if patient has any capsular contracture issues". "Hole, non-specific" were observed during surgery. This record is for the left side. The device has been explanted.

Event description:
Healthcare professional reported "capsular contracture baker grade unknown with acquired deformity". Healthcare professional later reported "recall". Healthcare professional later reported " exchange due to the patient's concern with the product and unsure if patient has any capsular contracture issues". "Hole, non-specific" were observed during surgery. This record is for the left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "hole, non-specific".

Event description:
Healthcare professional reported "capsular contracture baker grade unknown with acquired deformity". Healthcare professional later reported "recall". Healthcare professional later reported " exchange due to the patient's concern with the product and unsure if patient has any capsular contracture issues". "Hole, non-specific" were observed during surgery. Patient later reported "fluid collection and painful". Healthcare professional reported "the fluid collection was diagnosed as a seroma and the bia-alcl test result is negative". This record is for the left side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.9, h.3, h.6 the event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed an opening through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. ¿ pain: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases, wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.